Event description:
Myosure reach, lot: 23l20r, expiration: 11/04/2026, reference number: 10-401fc was attempted to be used during a hysteroscopy/polypectomy. Once the device was connected and the surgeon with visualization of area that needed to have myosure used on was attempted to be used, the product failed to operate at all. No harm or any patient related safety concerns occurred. Myosure was removed and a new product was opened, the myosure lite. Myosure lite functioned. Procedure was successfully/safely/and without any harm to patient completed.